Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the arcticsun device displayed an alert 02. The flow rate fluctuated between 1.5 and 1.9l/min. The nurse stated that the patient was on bolus sedation for myoclonic jerks. The patients temperature was 37c, the target temperature was 36c, there were five pads in use, and the trend indicator had two arrows down. Per troubleshooting, the pads were disconnected and reconnected using the proper technique. The flow rate increased to 3.1l/min. Additional information was received from the charge nurse on 24may2019. She stated that the patient was able to complete therapy on the device. She stated that when the call was made, therapy was just initiated and the patient was trending down to the target temperature of 36c. She stated that the patient was on bolus sedation for myoclonic jerks, which ceased after a couple of hours on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device displayed an alert 02. The flow rate fluctuated between 1.5 and 1.9l/min. The nurse stated that the patient was on bolus sedation for myoclonic jerks. The patients temperature was 37c, the target temperature was 36c, there were five pads in use, and the trend indicator had two arrows down. Per troubleshooting, the pads were disconnected and reconnected using the proper technique. The flow rate increased to 3.1l/min. Additional information was received from the charge nurse on (B)(6) 2019. She stated that the patient was able to complete therapy on the device. She stated that when the call was made, therapy was just initiated and the patient was trending down to the target temperature of 36c. She stated that the patient was on bolus sedation for myoclonic jerks, which ceased after a couple of hours on the device.